Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(6), implanted: (B)(6) 2014, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger. (B)(4).

Event description:
Additional information received reported that the patient had not had the revision yet. It was stated that the patient was waiting on rescheduling. No additional information was available.

Manufacturer narrative:
(B)(4)

Event description:
(B)(4). "Less than 50% therapy relief at the lead location". "Unable to get appropriate coverage on the right side". "Stinging sensation on the right back and loss of coverage on the right side."

Event description:
Additional information received reported that the revision had not been rescheduled. It was noted that the patient was going to schedule once school was back in session. It was stated that there was no other information.

Event description:
It was reported that a patient would have a lead revision due to lead migration. It was noted that the patient had not scheduled an appointment with the surgeon at the time of this report. It was stated that the product issue had not been resolved and the cause of the issue had not been determined. It was stated that the product would be replaced by a manufacturer¿s product in the future. It was reported that the patient experienced burning sensation and less than 50% therapy relief at the lead location. It was stated that the patient had been scheduled for post-op sensor activation and that during the appointment the patient reported a ¿stinging sensation on the right back and loss of coverage on the right side¿. It was reported that impedances were checked and out of range results were obtained on the right lead. It was stated that reprogramming was attempted on the other lead but they were unable to get appropriate coverage on the right side. It was stated that x-rays showed that the left lead had migrated down and the right lead was completely out of the epidural space. The patient stated that symptoms started after she had slipped trying to get out of the bath. It was noted that the patient denied falling, but had caught herself and had to push herself upright.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had lead revision done today. It was reported that the lead that had migrated was also fractured, which was replaced. It was noted that it was unknown what caused the lead migration. It was noted that the patient denied being on a roller coaster; however, prior to implant she was inquiring about roller coasters. The patient mentioned falling in the bathroom, but did not specify a date and did not remember when she noticed the burning sensation, etc. It was noted that the explanted and implanted products have been registered. It was stated that the lead would not be returned to the manufacturer.